Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 while on the home choice (hc) device during dwell 2 of 4. The care giver(cg) stated that the supply bag got disconnected. The baxter technical representative (tsr) assisted the cg to cycle power to get se 2367 and retrieve the cassette. The tsr advised the cg to inform the registered nurse(rn) regarding the alarm. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. The reported condition was confirmed, and the cause was undetermined. This issue is being investigated through CAPA.